Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported patient outcome could not be conclusively determined through this evaluation. In addition, a direct correlation with heartmate ii lvas, serial number (B)(6), could not be conclusively established. It was reported that the patient expired on (B)(6) 2018 and the cause of expiration was not provided; however, the patient¿s outcome was not device or therapy related. No autopsy report would be provided, and (B)(6) would not be returned. There is no product available for investigation. It was noted that privacy laws prohibit the customer from provided additional information regarding this case. The investigation file will be closed accordingly. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported though that the patient expired. No additional information was provided. Privacy laws prohibit the customer from providing information regarding the case. The device will not be returned for evaluation.